Manufacturer narrative:
(B)(4). Batch # r92k18. Investigation summary : the device was returned with the tissue pad damaged, melted and 100% present. In addition it was received with the cable cut off due to the condition of the device no further could be performed functional test. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint..

Event description:
It was reported that, during a laparoscopic esophagectomy, tip of the tissue pad was damaged during use. The device was used on the blood vessels. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.